Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter for a cardiac ablation procedure, an error message was received indicating a ¿catheter temperature sensor fault.¿ the catheter was used for mapping and ablation of the left ventricle and left atrium, which were performed without incident. Ablation was then initiated in the region of the right pulmonary veins, at which point the error message began to appear intermittently, and the mini-electrode ¿p3¿ was displayed in red on the 3d globe. The catheter connection cable was replaced twice in an attempt to resolve the issue, but the error persisted. The physician was advised to change the catheter but chose to abort the procedure while the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image and the afr-00001 sphere catheter with lot number 0013071117 was returned and analyzed. The image showed the heart mapped and a red dot at t. During external visual inspection, the sphere catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p4 electrode of the catheter. An optical inspection of the lattice structure was conducted, revealing a broken green wire at p4 in zone 1. A multimeter and breakout fixture (fxt-00161) were used to check for connection for p4, an open circuit was identified on the green wire for p4 from the handle area in zone 5 to the lattice region in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.